Event description:
Health professional reported pt experienced pain at the port site. The doctor "speculated that the metal anchors were not correctly connected in the right place." Health professional added that during explant surgery, the rapidport ez anchors did not deploy correctly. The port was replaced with a "regular lap-band port."

Manufacturer narrative:
Rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the information date provided noting the anchors did not deploy correctly and the implant date provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."